Event description:
It was reported that the bipolar forceps with component blue tube (cev647b5) broke during surgery. A piece of metal was found in the patient's stomach. The broken part was kept and returned to biomedical for investigation. No patient injury, death or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10 the tube (cev647b5) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Evaluation of the tube was unable to conclusively verify the complaint reported by the customer as valid; therefore, an investigation for cause was unable to be performed. The tube was a little bit bent. There were some scratching on the coating of tube but nothing related to the reported event. This complaint of "forceps broke" was unconfirmed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b3, g3, g6, h2, h3, h10 h3 other text : pending evaluation.

Event description:
N/a